Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have various scratches on the main tube. The scratches measured approximately 0.132¿-0.132¿ in length and are not axially aligned with the tube axis. Material was missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the synchroseal instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the synchroseal instrument covering fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment from the synchroseal instrument was retrieved from the patient. No further tests had to be performed. The staff inspected all robotic instruments prior to use and no damages were detected prior to the start of the case.